Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging another (unusual product issue) issue. The reporter stated that the pump was emitting audible tones and then displaying the home screen without user intervention. The reporter noted that the display screen was occasionally flashing when the audible tones were being emitted. The reporter denied that the pump was rebooting and stated that the information on the home screen was correct. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.